Event description:
The patient reported that she had a mild seizure which is unusual and she has also been having frequent headaches again. She attributes both of these events to low vns battery. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received from the medical assistant noting that the mild seizures was due to low battery and the headaches were not related to vns.

Event description:
The patient's generator was replaced. The explanted generator was discarded per hospital policy.